Event description:
It was reported that the patient experienced twiddler's syndrome which resulted in the repositioning of the device and a pocket revision. The device remains in use. No further patient complicationshave been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead; (B)(6) 2012. (B)(4).